Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a constant upstream occlusion alarm did not occur. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. The event occurred at the outpatient treatment facility. There was no patient involvement. No additional information is available.